Manufacturer narrative:
(B)(4). An actual unit was received for evaluation purposes. The unit was visually inspected and it was blood contaminated. During visual inspection it was observed that there was broken tubing. The cause of this condition is unknown. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter product surveillance of a clearlink extension set that had a tubing that was broke/separated. The actual sample was returned to baxter's failure analysis lab since the sample was contaminated with blood; and it can be decontaminated at this lab. This set had the tubing broke/separated due to a confused patient pulling on the end of the tubing. This condition occurred during an infusion. There was no patient injury/medical intervention reported. No additional information is available.